Event description:
It was reported to philips that the heartstart mrx defibrillator will not charge during opcheck. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.